Manufacturer narrative:
The reported event, a sticky trigger with run-on, was confirmed. During the inspection the service technician observed when the safety bar and trigger are depressed at the same time the trigger would stay in a run position and the handpiece would run-on. Upon disassembly, both rust and corrosion was found on the trigger assembly. A trigger failure due to corrosion was identified as the primary failure. Corrosion can occur from exposure to, or immersion in, steam or aqueous solutions for extended periods of time or on numerous occasions, as in non-recommended cleaning and sterilization practices or exposure to corrosive materials.

Event description:
It was reported that the trigger of a system 7 recip saw was sticking at the user facility, a condition in which the device has the potential to run without user activation. This event occurred during testing by a manufacturer field service technician, so there was no patient involvement, no delay, no medical intervention, and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the trigger of a system 7 recip saw was sticking at the user facility, a condition in which the device has the potential to run without user activation. This event occurred during testing by a manufacturer field service technician, so there was no patient involvement, no delay, no medical intervention, and no adverse consequences associated with the device.